Manufacturer narrative:
Batch review performed on 23 july 2019: lot 1810742: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-jan-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Additional implant: liner: mpact 01.32.4248mc dm converter liner f/dme (k131458) lot. 188908. Batch review performed on 23 july 2019: lot 188908: (B)(4) items manufactured and released on 11-dec-2018. Expiration date: 2023-nov-29. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection, the pathogen is unknown, 1 month after the previous surgery. The surgeon performed a washout and poly swap and the surgery was completed successfully. The patient had two previous revision surgeries due to different reasons.